Event description:
A glucolet2 lancing device was used by a hospital in foreign country. After the device was used to obtain blood samples, the lancet did not retract back into the device. Some nurses who were not aware of this scratched themselves with the used lancets. No other information was provided about the event. Two glucolet2 lancing devices were returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or given lot numbers, so it is not possible to determine a manufacture date. Two glucolet2 lancing devices were returned for evaluation. Upon inspection, it was discovered that one of the devices had a piece of blue plastic broken off inside the clear lancet holder. The blue plastic was a piece of the lancet cap. When a new lancet was put on the returned device, the needle protruded past the end of the device once the cap was removed. It was determined that the malfunction was most likely due to customer misuse and not a manufacturing issue since the devices and lancets are produced at different site. Performance was satisfactory using the other returned device.